Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured and a pinhole was noted. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.